Event description:
It was reported that there were two non-sustained ventricular tachycardia episodes that show t-wave oversensing. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis indicates oversensing. Two supraventricular tachycardia/non-sustained ventricular tachycardia episodes with v to v intervals less than 210 ms were collected between (B)(4) 2010 and (B)(4) 2010.